Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were stopped taking their medication. Their meter allegedly had no power. They were unable to test. No other blood glucose tests reported. No further information has been reported.